Event description:
It was reported that the user experienced high blood glucose while the ilet displayed a cartridge empty alert and was on the ¿fill tubing¿ screen during a change cartridge and tubing workflow, resulting in suspension of insulin delivery until the workflow was completed and pump therapy resumed. Symptoms included hyperglycemia with a reported maximum of 400 mg/dl, without ketone testing, backup therapy, medical intervention, or acute complications. Outcomes included temporary elevated glucose levels with no reported hospitalization or need for assistance. Investigation included remote troubleshooting and user education to complete the change cartridge and tubing process and restore insulin delivery. Investigation of this case revealed that insulin was not being delivered because the pump was in the middle of a cartridge and tubing change, consistent with a use-related interruption of therapy rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery during the cartridge and tubing change workflow.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.